Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Based on the new information from the healthcare professional rupture was ruled out. Rupture will be unreported.